Manufacturer narrative:
The customer has sample from a patient that recovered (B)(6) with advia centaur xpt ahbs2 lot 102 on advia centaur xpt s/n (B)(4) (B)(6) but (B)(6) with advia centaur xpt anti-hbs2 (ahbs2) lot 106 on advia centaur xp s/n (B)(4) (B)(6). Another sample from the patient recovered (B)(6) with the ahbs2 lot 106 on the advia centaur (B)(4). Quality control (qc) was within range on all instruments used for testing at the time of the testing. The patient is (B)(6) and (B)(6). The patient had elevated liver functional tests (lfts). The patient has not been vaccinated. The customer was not able to provide a list of medications/supplements the patient is taking. There is no sample available for further testing. The clinical sensitivity and specificity section of the advia centaur xpt anti-hbs2 instructions for use (IFU) (10629819, revision k, 2017-12) lists the 95% confidence interval (ci) for resolved relative specificity as 98.34% - 99.88%, so a certain number of false positive results can be expected for this assay. This one (B)(6) result does not indicate a product problem with advia centaur xpt ahbs2 lot 102. The cause of the (B)(6) result seen by the customer with this one sample when using advia centaur xpt ahbs2 lot 102 could not be determined but siemens cannot rule out pre-analytical factors, a sample issue, or normal assay performance. Based on the investigation, no product problem was identified. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A (B)(6) advia centaur xpt anti-hbs2 (ahbs2) result was obtained for a patient sample in (B)(6) 2019. The result was questioned by the physician when a new sample was tested in (B)(6) 2019 and the result was (B)(6). Both samples were repeated and the results were (B)(6). A corrected report was issued. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the anti-hbs2 results.